Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing. A technical support specialist troubleshooted the device and dialed into server and identified issue timeframe and confirmed recovery. User verified no ongoing issue; case closed. The system functioned as intended after the technical support specialist diagnosed repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not crossing over to emergency department. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.